Event description:
While the pt with type ii diabetes mellitus was receiving training in using unspecified type of human insulin via a humapen ergo teal/clear pen body with a clear cartridge holder (cch) attached (lot #030326jp), the drug did not come out of the pen at the time of priming. After a few minutes, the pt complained that the pen was possibly broken. The pharmacist then found that both engagement tabs of the cartridge holder were lost. Therefore, the clear cartridge holder was replaced to another cartridge, and the training was completed without problems. No adverse events were experienced. The pt operated the pen and stored it at room temperature. The expiration date was not provided. The reporting pharmacist declined to provide further info, therefore, no further follow-up would be attempted. The device was returned to the co on 11-mar-2004. Initial analysis by the affiliate quality control department found: two broken engagement tabs. There were traces that the cch tabs were cut by like scissors. Initial analysis by the mfg site quality control dept found two broken engagement tabs, only the cartridge holder was returned: the pds investigation of the returned cch found both tabs broke. The cartridge holder has been routed for further investigation (rfi).